Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy and bleeding skin irritation on their back under the lifevest equipment. Patient stated that they have a known allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended to continue use of the lifevest. Outcome of skin irritation is unknown.